Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message stating to "change the cartridge and use a new one" during the load process. There was no reported impacted to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.